Event description:
Novasure endometrial ablation device was used on a patient. The case was uneventful and the device was used without incident, but did not appear to have any thermal effect on the uterine lining after treatment was completed and the uterine cavity was examined under hysteroscopy.